Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of medical records the patient was revised due to elevated metal ions. Operative note reported of a clear yellow fluid flowed from the joint. The acetabulum was inspected, there was a small amount of greyish tissue in the posterior capsule consistent with metal debris. Doi: (B)(6) 2006 - dor: (B)(6) 2020 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update ad 28 jul 2020 (B)(4) has been re-opened due to litigation record received. Plaintiff alleges excessive level of cobalt and chromium, synovitis and metal debris. Added revision surgeon, account name, date of implant, date of revision, affected side and stem due to allegation of increase level of metal ions. Doi: (B)(6) 2006 dor: (B)(6) 2020 right hip.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: update 26-may-2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5, b7 and h6 (clinical codes). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the bone injury.

Event description:
Revision notes stated that scar tissue was debrided. Acetabular component was removed with minimal bone loss.